Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, total delamination of valve and white particles in device inner surface. Leak test and microscopic analysis was performed which identified, total delamination of valve. Based on the device analysis, the final assessment is: total delamination of valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, right side "deflation". Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.